Manufacturer narrative:
Date of this report is being corrected to (B)(4) 2012. Implant date is corrected to (B)(6) 2012. Date received by manufacturer is being corrected to (B)(4) 2012. All pertinent information available to abbott medical optics has been submitted.

Event description:
It is reported that a cockroach was found inside the sterile pouch of the intraocular lens. The lens was implanted and the patient developed an inflammatory reaction. It was stated that the patient showed symptoms of a severe anterior uveitis or aseptic endophthalmitis. It was stated that the patient was at no risk and is under surveillance. There is no infection reported and the inflammatory process is reported to be under control. The intraocular lens remains implanted at the time of the report.

Manufacturer narrative:
(B)(4). Manufacturer record review shows that the product was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. (B)(4): placeholder.